Manufacturer narrative:
It was reported to philips, that the device won't recognize the therapy cable/test load. There was no patient involvement. The manufacturer's authorized, field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the processor board pca. Which was replaced. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device won't recognize the therapy cable or test load. There was no patient involvement.